Manufacturer narrative:
(B)(4). Additional information indicates the patient condition is fine and a small hole in the skin was noted.

Event description:
The customer reports the dilator tip was distorded.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit (sz-12853-123b rev. 00) instructs the user to perform a skin wheal prior to dilating the skin. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the dilator tip was distorded.